Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test

Event description:
The customer reported an error "blower temperature high" occurred. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 06may2019. MFR site correction. Concomitant medical products, device evaluated by MFR, patient and device codes. The v60 blower was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the v60 blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into the fi test ventilator and was booted up in normal ventilation to verify the ventilator remains operational with no errors detected. The test ventilator booted up and deliver breaths on (alternating current) ac and the ventilator was powered on normal ventilation mode with no errors detected. The air flow accuracy test was performed to verify and test blower assembly functional integrity. The test ventilator did pass the air flow accuracy test. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.